Event description:
Healthcare professional reported via company representative left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via company representative left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles in device inner surface and total delamination of valve. Leak test and microscopic analysis was performed which identified total delamination of valve. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.